Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt will be revised. The revision surgery was reported by the sales rep. The pt was revised the address elevated metal ion levels.